Event description:
It was reported that the incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device. Abbott technical support was contacted, session records were reviewed, and information received indicated the high voltage therapy was due to the programming of the device. Medication was administered. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device resulting in the patient experiencing discomfort. Abbott technical support was contacted, session records were reviewed, and information received indicated the high voltage therapy was due to the programming of the device. Medication was administered. No additional intervention has been performed. The patient was in stable condition and will continue to be monitored.